Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the audio bolus button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the audio bolus button was found to be unresponsive. The audio bolus button was intact.